Event description:
Per the clinic, the patient experienced persisting lack of benefit with the device since initial activation. Reprogramming attempts were made, without any issues prior to the explantation. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced persisting lack of benefit with the device since initial activation and pain/non-auditory sensations leading to the explantation of the device on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis indicated device failure. Device analysis report.